Event description:
At approximately 5:30pm the customer received a blood glucose reading of 398mg/dl on the contour next ez. She took 30 units of apidra. Normally she takes 10 or 20 units. Approximately an hour later she fell unconscious and did not wake up until the next morning around 4:30. She ate a small meal; did not receive medical treatment. The customer was advised to return the strips for evaluation. New strips and meter were sent to her.